Event description:
While preparing the or for a surgical procedure, the scrub tech found a bd safetyglide 22g x 1 1/2 hypodermic needle in its packaging with no protective cover on the sharp end which was also protruding out the plastic packaging. The scrub tech was able to prevent the device from reaching the surgical table and also from stabbing herself during the process.